Manufacturer narrative:
This report is being updated to provide investigation findings. Physical evaluation of the complaint device: olympus performed a visual inspection on the received condition. Olympus noted a small dent on the hook at the distal ring section of the scope. The bending section cover glue was found with slight openings on both ends of the cover. The shape of the distal end appears normal. Olympus tested a single use distal cover to verify if there were any sharp edges produced by the accessory. The customer did not return any single use distal covers for testing. The lot of the single use distal covers used by olympus for testing was h0520. The maj-2315 single-use distal cover (lot h0520) was placed on the distal tip of the video scope, using moderate pressure, while at the same time pressing down on the center section and not at an angle. The single use distal cover securely attached to the distal end, which was further confirmed by the positioning of the hook on the distal ring that became completely visible within the opening of the distal cover; as is stated in the quick reference guide. Additionally, there were no sharp edges at the distal end, or along the insertion tube portion. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. We cannot conclusively specify the cause of the reported event. We presume the following two possible causes based on the available information: the user reported that shortening/angulating the scope was difficult, and it took multiple attempts. As a result, contact of the subject scope with the patient stomach wall caused occurrence of the suggested event. As mentioned in investigation result 8, the structure of tjf-q190v model scope and tjf-q180v model scope are different. The difference caused the scope handling by the user unusual. User operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa sucked into distal cover. When user tried to remove scope in this situation, the mucosa is damaged by the edge of the distal cover.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# (B)(4).

Event description:
It is reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenoscope, the patient experienced a 1cm round "puncture" wound through the muscularis, located in the duodenal sweep between the first and second section. The physician was not certain that the puncture was full-thickness all the way through the duodenal wall. The puncture was treated successfully during the same procedure using three standard endoclips through the same duodenoscope with no need to change instruments. Post procedurally, the patient required nasogastric (ng) decompression for 72 hours (while remaining nil per os (npo)) which extended her hospital stay. The physician reported the patient was a fairly ill/complicated patient who had been inpatient prior to the procedure due to an open cholecystectomy that developed a bile leak . The patient had challenging anatomy with abnormal curvature of the duodenum. This did not lead to increased resistance with advancing the scope, but did lead to challenges with shortening/angulating the scope and took multiple attempts. The distal cap was examined post-procedure was not found to have any cracks. The physician stated he does routinely suction air and residual fluid intermittently upon withdrawal of the duodenoscope at the end of the ercp as he is withdrawals from the duodenum and again in the stomach, but not in the esophagus. Suction settings could not be provided.